Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation (mr) cannot be determined. Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report leaflet damage, recurrent mitral regurgitation, prolonged hospitalization, and unexpected medical intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. One xtw was implanted successfully, reducing mr to grade 1. After the procedure, a follow-up echocardiogram was performed where recurrent mr grade 2-3 was observed. A tear on the anterior leaflet was also observed, but the clip remained stable in place. An additional procedure was then performed the same day where one additional clip was implanted successfully, reducing mr to grade 1-2. No additional information was provided.